Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). The patient experienced peritonitis manifested by cloudy effluent. On that same day, the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. Treatment was started with cefa and fortum, intra-peritoneally (doses and frequencies not reported), for the peritonitis. Dianeal therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The exact date of birth is unknown; however, the birth year was reported as (B)(6). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional follow up information: the patient was treated with cefa and fortum for the previously reported event of peritonitis. On an unreported date, the patient experienced heart failure and hypotension and continued with unspecified treatment in the hospital. The patient was discharged from the hospital and recovered from this peritonitis event.